Event description:
It was reported that during a da vinci prostatectomy procedure, a fragment from the cable on the maryland bipolar forceps instrument fell into the patient. The fragment was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as no pieces were found to be missing. The instrument was installed on an in-house is2000 system and the instrument passed recognition and engagement testing. The instrument also moved intuitively with a full range of motion in all directions. The grips opened and closed properly.